Event description:
As reported on (B)(6) 2014, a (B)(6), male pt presented for an endovenous laser procedure. During the procedure, after the treating physician had placed the fiber and stepped on the foot pedal, there was a flash where the fiber connected to the laser unit. The physician stopped the procedure. The unit displayed that a fault had occurred. The reported defective disposable device was set aside and a new of the same was used to successfully complete the procedure. It was reported the pt suffered no harm or injury due to the event. It was reported the disposable device is available for return to the MFR for evaluation.

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the MFR for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Complaint # (B)(4).